Event description:
The customer stated that insulin leaked from the reservoir's transfer guard while she was filling the reservoir with insulin. The reported blood glucose reading at the time of the call was 313 mg/dl, which the customer had already treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.